Event description:
It was reported that the patient's blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) while wearing the pod longer than 48 hours on the arm. The pod was removed, the cannula was noted to be bent and the site was red and itchy. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Pod data indicates there was no struggle to deliver insulin. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The device was received with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or bottom housing that would cause skin irritation. The exact cause of the reported skin irritation could not be determined.